Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. - at this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported the unit was alarming low fio2 continuously on the vela ventilator. The customer reported troubleshooting the ventilator and measured the delivered fractional inspired oxygen (fio2) with an external analyzer and found it to be giving 21% regardless of what was set. The customer stated there was no patient involvement associated with this event.